Manufacturer narrative:
Follow-up #2: date of submission 04/20/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 03/29/2017 with the following findings: during investigation, the pump powered on with the returned battery cap to a non cloudy display. The pump case was removed to find no evidence of moisture or loose components inside the pump. The complaint of a cloudy display was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/14/2016-correction to serial #, brand name, model #, & PMA/510(k)#.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy) issue. It was alleged that the display was cloudy. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.